Event description:
A pt underwent a total knee replacement (right) in 2008 and a drain was placed at end of procedure. On the next day, when drain was removed by the surgeon, it was noted that a piece of the drain was retained in the surgical site. This was confirmed by x-rays of the right knee. On the same day, pt was taken back to or and piece of retained drain was removed. The pt had no other ill events. She was transferred to rehab facility on three days later.